Manufacturer narrative:
Additional information received from the local field representative indicated that the clinic was contacted. Two nurses at the clinic confirmed the patient had not contacted them regarding a syncopal episode. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that patient with this implantable cardioverter defibrillator (ICD) experienced symptoms of dizziness and passed out. The patient's family member assisted by waking the patient up. A remote interrogation was performed and sent to the patient's following physician. No additional adverse patient effects were reported.